Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was ventricular dysrhythmias following avr & CABG.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Ventricular dysrhythmias following avr & CABG.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
Puritan bennett 840 vent started flashing 'device malfuntion'. I checked all the lines and made sure the circuit was ok. Everything checked out ok. Patient still ventilated well and had no problems. Rn bagged patient while I switched out ventilators.manufacturer response, as per site reporter:probable communication hiccup as this vent was interfaced with the patient monitor system. Covidien cse is right now replacing the bdu pcb.